Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:14. The daily pace impedance trend data showed an increase for ventricular pace bi impedance = 589 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the patient presented to the ER (emergency room) after receiving one shock. There was twos (t-wave oversensing) and high impedance on the right ventricular lead. A procedure was performed to inspect the lead connection and it was found that the lead's pin was not completely in the port. The issue was then resolved and the lead remains in use. No further patient complications have been reported as a result of this event.